Manufacturer narrative:
B2, b3: event date and date of death corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the onset of the patient's infection was (B)(6) 2024 and the date of the patient's death was (B)(6) 2024.

Event description:
It was reported that the patient passed away. The patient was found to have had methicillin-resistant staphylococcus aureus (mrsa) bacteremia, with multiple possible sources including, chronic right foot osteomyelitis, chronic driveline drainage (thought to be ascites, did not have any growth on culture) and fluid collection around the left ventricular assist device (lvad). The patient's bacteremia did not clear for over a week, and they had several episodes of septic shock with recovery during this week. A tagged white blood cell (wbc) scan showed concern for fluid around lvad being the primary source of infection, therefore the patient underwent interventional radiology (ir) drainage of the fluid. The fluid collection persisted post-op and the patient had another episode of severe sepsis indicative of ongoing poor source control. After discussion with the patient and their family they did not wish to pursue aggressive treatment and favored returning home with hospice. The patient was discharged home with antibiotics at 5, with anticipation of stopping inotropes and lvad support at home. The death was considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.